Event description:
Event description guidant received information that prior to wound closure, this transvenous defibrillation lead exhibited an out-of-range shocking impedance measurement. The lead was not used. Another guidant defibrillation lead was implanted with normal impedance measurements noted.